Manufacturer narrative:
Additional information: b5. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique in combination with reuse of a pd twin bag and "food poisoning" which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by vomiting, cloudy effluent, diarrhea, and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm every third day, intraperitoneal, ongoing) for peritonitis. The next day the patient was treated with injection meropenem (500mg twice a day, intraperitoneal, ongoing) for peritonitis. The patient was discharged five days after hospital admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was planned. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.